Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient developed inflammation under the sensor patch. Prior to sensor insertion the area was prepped with alcohol. On 05/17/2024, the patient consulted a physician who prescribed an oral steroid (prednisone) and an unspecified oral antibiotic medication. At the time of the report the patient still had inflammation in the area. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).